Event description:
High shock impedance was reported on this lead on (B)(6) 2020. Postural testing in clinic revealed shock impedance measurements ranging from 139-149 ohms. Sensing, threshold, and pacing impedance were all in-range. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.